Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the calcified common femoral artery. A 9.0 x 40, 75cm mustang balloon catheter was used to dilatate the lesion. During inflation, the balloon burst on the calcified lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the calcified common femoral artery. A 9.0 x 40, 75cm mustang¿ balloon catheter was used to dilatate the lesion. During inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located at the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the calcified common femoral artery. A 9.0 x 40, 75cm mustang¿ balloon catheter was used to dilatate the lesion. During inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.